Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated surgeon loaded a 12.6mm micl12.6 implantable collamer lens, -16.0 diopter, and noted the lens was wrinkled. The surgeon decided not to use the lens and requested the backup lens, which was implanted with no problem. There was no patient contact and the cause of the lens damage was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection of the returned product found no visible damage to the lens. (B)(4)